Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 conclusion code - 4316 - the concluded cause is not adequately described by any other term.

Event description:
It was reported that an unknown transmitter error occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and failed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss, of which the probable cause could not be determined. The reported event of an unknown transmitter error is reportable based on the finding of signal loss over an hour. No injury or medical intervention was reported.